Event description:
It was reported that the patient is having an increase in seizures and is scheduled for a surgery consult. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Explanted product was received by manufacturer. Product is currently undergoing product analysis no other relevant information has been received to date.

Event description:
Product analysis was completed for the returned generator. An interrogation, a system diagnostic test, and a battery voltage calculation were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The patient underwent prophylactic generator replacement. The explanted device has not been received for analysis to date.